Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a balloon angioplasty, balloon rupture and a dissection occurred. Vascular access was obtained through the common femoral artery. The physician was performing angioplasty in the mildly calcified, mildly tortuous superficial femoral artery with a 7.0mm x 20mm x 80cm sterling balloon catheter. The balloon burst when inflated to 12atm and was removed from the patient. A mild dissection was noticed. The physician treated the dissection with an unspecified balloon catheter inflated for one minute. The procedure was completed with a competitors device. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified blood within the balloon, wire lumen and inflation lumen. Magnified inspection revealed the majority of the balloon wall was longitudinally torn. Microscopic inspection confirmed there were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a balloon angioplasty, balloon rupture and a dissection occurred. Vascular access was obtained through the common femoral artery. The physician was performing angioplasty in the mildly calcified, mildly tortuous superficial femoral artery with a 7.0mm x 20mm x 80cm sterling balloon catheter. The balloon burst when inflated to 12atm and was removed from the patient. A mild dissection was noticed. The physician treated the dissection with an unspecified balloon catheter inflated for one minute. The procedure was completed with a competitors device. No further patient complications were reported and the patient status is stable.